Event description:
It was reported that during an lca reconstruction, when the doctor was passing the thread drill to make the graft tunnel, the thread broke. The doctor tried to remove it, but got stuck inside the tibia bone. At last, the broken thread was removed from the patient. The procedure was successfully completed without delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One 2.4mm sterile drill tip passing pin used in treatment, was not returned for evaluation. Due to product unavailability, evaluation was limited. If further information, becomes available, the complaint may be revisited. Excessive forces applied to the instrument can result in failure.¿ complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Risk management files contain the reported failure. Root cause related to the manufacture of the device was not confirmed. Product met specifications upon release to distribution. No additional actions required at this time.